Event description:
A partial break in the retention dome during traction removal. The indwelling period was 4 months. The dome portion was removed endoscopically using grasping forceps.

Manufacturer narrative:
The complaint of a partial tear in the retention dome is confirmed, user related. The jagged and irregular edges of the tear site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the partial tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. It is not known if the gastrostomy tubing was free-floating within the fibrous tract prior to removal. The complaint indicates the complaint sample had been in place for approximately 4 months prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process.